Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that IV pump alerted to air in line. Went to let air out of line and tubing disconnected from clamp.